Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found that the power supply board of the subject device had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on investigation result, omsc concluded that the reported phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the screening upper gastrointestinal endoscopy using the subject device, it was found that the display on the screen of the subject device disappeared intermittently. The user replaced the power cable and the power strip, but the reported issue was not resolved. The intended procedure was abandoned and rescheduled to be performed the following week. There was no report of patient injury associated with the event.